Event description:
It was reported that the patient underwent coil embolization of an aneurysm located in the right posterior communicating artery. Prior to deploying the coil, the physician noted that the coil was too big for the aneurysm. While retracting the coil back into the microcatheter, when approximately 50% of the coil was in the microcatheter, the coil detached from the delivery wire. The physician carefully pulled back on the microcatheter until the coil adhered to the tip of the guide catheter at which point he removed the entire system from the patient. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device noted that the main coil was detached beyond the main junction. The main coil was noted to be stretched. Based on the information available, it is probable that procedural factors limited the device performance during procedure.

Event description:
It was reported that the patient underwent coil embolization of an aneurysm located in the right posterior communicating artery. Prior to deploying the coil, the physician noted that the coil was too big for the aneurysm. While retracting the coil back into the microcatheter, when approximately 50% of the coil was in the microcatheter, the coil detached from the delivery wire. The physician carefully pulled back on the microcatheter until the coil adhered to the tip of the guide catheter at which point he removed the entire system from the patient. There was no clinical consequence to the patient.